Manufacturer narrative:
(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience sierra 2.25 x 12 mm stent was deployed in the proximal left anterior descending (lad) coronary artery on (B)(6) 2018. Distal to the lad, a non-abbott stent was already deployed. The procedure was reported as successful. The patient was later discharged home with a prescription for brilinta. On (B)(6) 2018, the patient was re-admitted with unstable angina and returned to the cath lab. The angiogram showed in-stent restenosis due to thrombus in the lad. The patient was in critical condition and had a myocardial infarction which lead to cardiac arrest and death. In follow-up, it was learned that the patient was taking clopidogrel as medical aid was unable to fund the brilinta. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of angina, death, myocardial infarction, thrombosis and stenosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.